Event description:
Procedure type; hysterectomy. According to the reporter: upon removal of the versastep plus single use dilator and cannula, the sleeve was noted to be fractured. There was no harm to the patient.

Manufacturer narrative:
(B)(4).